Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 90 mm from the distal end of the device (at approx. 10 mm from the distal end of the hub). According to the specifications of this product, the total length of the sheath tube should be 100mm. From this, it can be determined that there is no segment separated or missing from the actual device. Magnifying inspection of the fracture cross-sections found that some of the edge portions on both the hub side and on the distal side had been slightly elongated. The cut cross-sections on the hub side and on the distal side were inspected under electron microscope. On both sides, the fracture cross-sections, excluding that on the elongated segment, were in the smooth state. Some abrasions were noted partially. From this, it is likely that the sheath tube came into contact with a sharp object and most of the tube was cut by it. Therefore, the tensile resistance of the tube was deteriorated. Further subsequent pulling force during withdrawal resulted in the complete fracture of the tube. The sheath tube was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The outside and inside diameters and the wall thickness were measured and confirmed to meet the specifications. The sheath tube was cut with a scalpel on the surface partially, and subsequently the distal segment of the sheath tube was pinched with the fingers and was subjected to a pulling force. The sheath tube was fractured. On both sides, the fracture cross-sections, excluding that on the elongated segment, were found to be in the smooth state. The state of damage similar to that on the actual device was duplicated. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device came into contact with a sharp object. Further pulling force applied to the actual device subsequently fractured the sheath tube completely. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: precausion: do not scratch the sheath with needle point, cutting tool or other edged tools. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a fracture on the involved device during a procedure. Follow up communication with the user facility confirmed the following information: after an abrasion procedure, during withdrawal of the actual sample, the sheath tube broke into two pieces approximately 1cm from the distal end of the hub. The distal segment of the tube remained in the body. The distal segment of the tube was removed surgically. An abrasion catheter of unknown company was used with the reported product. It was reported that the patient recovered.